Event description:
Information received indicated that after two-minutes on bypass, the perfusionist noticed high pressure drop. The hcp stated that a drug used to prime the oxygenator may have crystallized within the device during the case. The product was replaced during the case with no blood loss noted and no patient complication reported.